Event description:
The physician reported during an aneurysm embolization, the coil detached prematurely. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the deivce is returned, and further significant information is found, a supplemental report will follow.